Event description:
It was reported that after the patient's implant, both the battery and neck incision presented with infection despite looking healed. Two rounds of antibiotics and two surgical clean out of the neck incision were performed. The devices were fully explanted during the third surgical clean out in (B)(6). A review of device history records showed that both the lead and generator both passed quality control inspection and were sterilized prior to distribution. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
It was further reported that the patient had a wound washout after infection onset. It was specified the patient only had one surgical cleanout. The cause of the patient's infection is unknown, as per the physician, the wound had healed well at the 2-week wound check. The physician suspects the device has since been discarded.

Event description:
It was further reported that the patient fully re-implanted on (B)(6) 2025 after previous explant due to infection.

Manufacturer narrative:
B5, describe event or problem, corrected data: additional information was known at time of initial report and was inadvertently not included.